Event description:
The customer reported to olympus technical assistance center (tac), the sdi on the high definition lcd monitor got caught on the intravenous (IV) pole and became damaged, which had caused no signal/no image. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of ¿no signal.¿

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the monitor was mounted on a boom arm and the digital visual interface (dvi) connector was hanging. The customer was unsure where the other end of the dvi connector goes. At the time of the call, tac was unable to provide additional assistance to the customer due to the lack of hardware, which prevented the customer attempting to use a different signal. Tac instructed the customer to find another external dsi cable until a new one can be replaced through the boom. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon was the faulty serial digital interface (sdi) cable. The faulty sdi cable was broken due an external force applied. Olympus will continue to monitor field performance for this device.